Event description:
It was noted that the pacemaker was failed to interrogate- no radiofrequency telemetry. The status of the pacemaker and patient condition were unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Supplemental correction report needed to retract the report of 2017865-2026-01341. Review of additional information indicates that the device should not have been reported.

Event description:
New information received indicates that, prior to implant procedure, it was noted that the pacemaker was failed to interrogate- no radiofrequency telemetry. The pacemaker was not implanted. There was no patient involvement.